Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Hardware parts were replaced. A system checkout was performed and the system is working as intended. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported outside of a procedure that the lemo connector on the breakout box was bent and would not seat into the system. There was no patient involvement.

Manufacturer narrative:
The em instrument interface component was returned to medtronic for further evaluation, and the reported problem was confirmed. The em instrument interface lemo connector to the controller box was found to be bent on the outside case of the connector preventing the lemo connector to be inserted into the controllers plug. Analysis determined there was a physical damage failure with the em instrument interface component. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.